Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing pain at her ipg site due to her ipg no longer being stationary in the pocket. As the result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported to abbott that the patient was experiencing pain at the ipg site. The patient's system explant scheduled for (B)(6) due to pain at their ipg site has not been verified. Rep has reached out to the patient and is waiting to hear back. All information pertaining to this event has been reviewed and no further action is required at this time.